Event description:
It was reported that a small volume infusor stopped flowing during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to d4: lot # and UDI. Correction b5: the issue occurred during use at the hospital (omitted on initial). H4: device manufacture date: november 22, 2021 - november 23, 2021. H10: the device was received containing no fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.